Event description:
It was further reported that the patient had increased pain in the spinal area for about a year. It was difficult to walk and the patient could not sleep due to the pain. The patient had also recently lost 15-20 pounds with a total weight loss of 40 pounds in last 1.5 years. The patient was also having penile erectile issues but was using a testosterone gel and was doing better. The patient was having difficulty finding a physician. The patient was given a physician listing to attempt to find a new physician. It was additionally reported on (B)(6) 2012 that the patient was in constant pain (further described as was "ready to blow their leg off") and was using 2 canes to walk. The patient's battery was dead and he was unable to find a physician to see him without obtaining his past medical records. As of (B)(6) 2012, the patient's device was still in overdischarge and was in a power on reset condition.

Event description:
A medical or therapy problem was reported. A complaint about the stimulation was reported: the caller reports a loss of therapeutic effect. When did the event or symptoms occur? Pt states he started to notice he no longer felt stim 6 months to 1 year ago. Pt states he also feels his leads have pulled away from his spine. Pt states he has been getting spinal injections and was given an x ray. Pt states hcp noticed the lead was not in the proper spot. What is the patient location? Home. What is the patient's status? Undetermined. Pt states he has moved and the new hcp he has been working with, wants to put pt through another trial period and use the device that he is familiar with. Pt states he doesn't want to do this. Pt states he has not done anything about the device since he has had no insurance and has been waiting for his medicare to kick in. The call was about recharger / recharging. A problem was reported. Caller reports coupling and or communication issues. An ins overdischarge is suspected. Patient compliance was primary reason for overdischarge. The last time any stimulation was felt was 1 to 2 months ago. The last successful recharging session was 6 to 12 months ago. Recommended interrogating with patient programmer. Pt states he is seeing poor communication. Pt unable to do al feature do to model ins.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).